Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) with variable angle (va) hand system was applied to a metacarpal fracture on (B)(6) 2018. During the procedure, the tip of the drill bit broke during use, and the broken piece remained inside the bone. The surgeon decided to leave it there. The surgery was completed without surgical delay. There was no adverse consequence to the patient. This report is for a 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Sterile part . Part: 03.130.202s; lot: l591952; manufacturing site: selzach; supplier: früh ag; release to warehouse date: september 28, 2017; expiry date: september 01, 2027. Please note, this DHR review is for sterilization procedure only no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part: part: 03.130.202; lot: f-22596; manufacturing site: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: september 11, 2017; expiry date: september 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The used material was stainless steel 1.4112 as required and the measured harness was with 603 ¿ 614 hv within the specification of 600 0/+30 hv. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The next generation hand system (nghs) design and clinical risk management document was reviewed and found to adequately address the complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.